Event description:
Subject device was applied in a laparoscopic appendectomy procedure on 9/21/91. The origianl procedure was completed without incident. Sometime post-operatively the pt complained of abdominal discomfort. A diagnostic laparoscopy was performed on 10/2/96. The surgeon observed the knife blade from the original procedure inbedded in the pt's peritoneum. The component was retrieved without incident.